Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device changeout procedure, a setscrew could not be removed due to stripped threads. The attached lead was cut and replaced to allow for device removal. A replacement device was successfully implanted.